Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device cannot expose properly after 1.5 years post-installation. During troubleshooting, the fse identified that grid switch error. Grid switch errors are a known failure mode of x-ray tubes. The fse replaced the x-ray tube. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not expose properly. A grid switch unavailable error appeared. The system was in clinical use. The customer reported patient harm due to a rescan but did not provide further information. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device cannot expose properly after 1.5 years post-installation. During troubleshooting, the fse identified that grid switch error. Grid switch errors are a known failure mode of x-ray tubes. The fse replaced the x-ray tube. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date, reporting institution name and the reporting address city have been updated.